Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. Due to the occlusions, the customer experienced a blood glucose (bg) level in the 300's mg/dl and diabetic ketoacidosis leading to an emergency room (ER) visit and a subsequent hospitalization. The customer was released from the hospital two days later. Tandem technical support informed the customer that apidra was contraindicated for use with the pump. No additional information regarding this event was provided.